Event description:
Connection issue associated with the atrial channel during implantation procedure; therefore, the device was not implanted. Another device was subsequently implanted.

Manufacturer narrative:
On 09/24/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.